Event description:
Philips became aware of this incident on (B)(6), 2011. Reformations generated on the ge workstation appears to be adding some pixel padding values causing the localizer and scout lines to be misaligned to the corresponding anatomy on the original images. Root cause investigation is in progress.